Manufacturer narrative:
(B)(4): the keypad was intact without peeling or visible damage. The up arrow keypad button had intermittent response when pressed and required excessive force to evoke a response. All other keypad buttons were normally responsive with normal spring back or click. The keypad cover was removed for investigation and revealed visible contamination under the key contacts. There was no hypersensitivity of the buttons and no inverted contacts noted. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
On (B)(6) 2012, the reporter called animas alleging that the up arrow button doesn't always work when pressed. The pump is worn attached to a belt, using a protective skin, and is not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.